Manufacturer narrative:
The customer returned the meter; the test strips were not returned. The customer's meter was tested with master lot test strips using retention controls: testing results (qc range = 2.8 - 4.2 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The results alleged by the customer were not observed in the meter memory. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Device evaluated by MFR: the customer had no remaining test strips to return.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the stago compact neoplastic cl plus laboratory method. The result from the meter at 11:30 a.m. Was 4.9 inr. The result from the laboratory from a sample drawn at 11:35 a.m. Was 3.5 inr. The patient's warfarin dose was adjusted based on the laboratory result of 3.5 inr. The patient's therapeutic range is 2 - 3 inr. No medical treatment was necessary. There was no allegation that an adverse event occurred. The patient is in fair health. The meter and test strips were requested for investigation, however, there are no test strips remaining to return.